Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) during prime, the home patient (hp)'s caregiver (cg) revealed that he had already restarted with new supplies, but not all new supplies. The technical service representative (tsr) assisted with troubleshooting, explained the setup and advised to restart with new cassette and bags. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported event, it was revealed that they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. The hp made the error of replacing the bags only after they received the alarm. There was no patient injury or medical intervention reported.